Event description:
Patient called back and received the replacement recharger but the issue did not resolve. During the call patient charged the implantable neurostimulator (ins) at good. Patient could not get excellent. Solid part of the paddle was over their implant and patient was using their belt. Controller was at 100% and implant was at 40%. Agent would call patient back to check on charging status. Agent called patient back after 1.5 hours and the controller was at 90% and implant was at still at 40%. Patient denied any falls, accidents, or changes in weight. A replacement controller was sent out.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [nlf235067n], s/n [(B)(6)], revealed the arrow rubbing off. This does not impact the functionality of the recharger, record the two values the number high (100) the number low (100), passed all bench tests, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having a hard time getting the implanted neurostimulator to charge for couple weeks and getting worse over the last couple weeks. Patient stated the controller will start charging and stop charging and the green light will keep blinking and the screen will go white. Patient stated they will recharge the implant with good and excellent and the implant is not getting charge and the controller is drained. Agent confirmed there is no code on controller screen when recharging the implant. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging cord or controller port. Patient service confirmed the controller is 100% and implant is 50% charged. Patient stated the recharger paddle gets warm when charging the implant. The issue was not resolved. A request was sent to the repair dept for recharger replacement.